Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had delivered inappropriate anti-tachycardia pacing (atp). This was due to incorrect interpretation of signal following oversensing of noise. Programming changes were recommended but not yet completed. The patient was stable.